Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarm and no moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed button error and they were unable to clear the alarm. Customer's blood glucose value was 219 mg/dl. It was stated that the insulin pump was exposed to water. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.